Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer stating that the seat upholstery is sagging due to wear and tear.